Event description:
The patient was undergoing an embolization procedure for a basilar tip aneurysm using the penumbra coil 400 system. During the procedure, the coil was not attached very well to the pusher. As the physician was advancing the coil into the microcatheter, he observed a separation in the coil and pusher as the coil entered the catheter. When the physician removed the protective sheath, he confirmed that the coil had detached before entering the catheter. The physician used a needle to remove the coil from the hub of the catheter. The coil was never introduced to the patient. The physician used another coil to complete the procedure without further issue and there was no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.